Manufacturer narrative:
(B)(4). No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. (B)(4).

Event description:
During an implant procedure, an abrasion was noted on the lead. A new lead was used and the procedure was completed with no adverse consequences for the patient.